Event description:
Patient reported that over a year ago, they were injected in the lip with filler (unknown). Patient thought they were prone to ¿cold sores¿ due to the occurrence of blisters all over the lips three weeks post injection. Patient reported that they have been getting ¿cold sores¿ more frequently every month over the last few years after consuming something ¿acidic and spicy¿. Patient saw a healthcare professional that diagnosed them with angioedema and impetigo. Symptom status is unknown.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.